Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the vessel locator button was depressed and as the device was being retracted to place the locator wings against the anterior surface of the arterial wall the device pulled out of the vessel, losing vessel access. The locator wings appeared to remain open and the clip remained in the clip tubeset. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.